Event description:
A reliant balloon was selected an accessory device for the endovascular treatment of an iliac artery aneurysm. It was reported that during preparation of the reliant balloon, the physician failed dilatation. Inflation was attempted several times however, were unsuccessful. The physician removed the balloon and successfully completed the procedure with another reliant balloon. The physician was wondering whether something like silicon would have been stuck in the sheath part of the reliant balloon at the manufacturing stage so that device analysis was requested. No clinical sequelae were reported and the patient is fine. The device was returned or evaluation. The event was confirmed; the reliant balloon could not be inflated. The cause of the inflation difficulty was due to an unknown occlusion within the luer adaptor of the side port. The root cause of the occlusion could not be conclusively determined; however, most likely occurred during supplier manufacturing.

Manufacturer narrative:
(B)(4).